Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-oct-29. It was reported that his pump no longer has morphine in it (and does not recall the dose/concentration of the morphine that was in the pump). It now has saline. He was having an adverse reaction to his morphine. He was started on a low dose and the symptoms got worse as the medication was increased. He mentioned having blood tests done. There was a programming on (B)(6). A rep was notified of the issue after that appointment when they met in middle of october and indicated that was when his pump was filled with saline because they were suspecting the morphine is the issue. The morphine was suspected as the culprit because of the "spinal fluid issue" and stated the morphine was not detectable anywhere else in the body/not being dispersed. The is considering options because the device does not benefit him anymore. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient apparently developed some issues with his pump. The hcp recently took over the patient and was transferred over to the hcp¿s care at the patient¿s request. The hcp had known the patient previously on a very limited basis. The patient was managed by a different doctor and the nurse practitioner at the time. The patient reported he had developed symptoms shortly after his pump was implanted. The patient had morphine with clonidine at one point. The clonidine was removed. Symptoms did not seem to abate; however, the morphine itself was not removed or changed at that time. It was also reported the pump¿s position was in a difficult area and made it very difficult for pump refill. The pump itself needed to be revised. It was noted because the patient was having the symptoms, they had discussed options for his pump. He was appearing to get relief with his pump and the concern was, if we remove it, what would they do for his pain relief since he was not able to have adequate relief without it. However, because of the symptoms and after long discussions, they decided the best approach wo uld be to remove the morphine, put in saline, bridge this over a period of time, and then reassess his symptomsto make sure that we are dealing with the morphine as the culprit. This had been completed and they were in that phase waiting for the bridge to completed. The patient would then return to their service to discuss whether or not to remove the pump in its entirety, versus considering a change to prialt. It was noted the hcp no longer used prialt in their practice, but the hcp did have a referral physician who would be willing to manage the prialt. It was noted if the patient needed the pump revised, it would need to be revised by that same physician, since the current hcp did not implant the pumps at this time. The physician that the hcp refers to was the surgeon who manages with implants any pump that the hcp may desire to have either implanted, removed or revised. The patient had the morphine removed on (B)(6) 2019 and he was followed on a regular basis by the staff. A follow-up from (B)(6), the patient noted that the pain level had increased slightly from a 7 to a 10. His symptoms had improved slightly and at that time, he did not want to remove or revise the pump. Again, he had the saline that should complete by (B)(6) 2019. The follow-up call was (B)(6) 2019. He noted that he would like to consider medical cannabis at that time. The patient was contacted recently. The patient reported that his symptoms were abating completely. He was feeling much better. The patient was coming in to discuss possibly removing the pump rather than any type of revision and he was wanted to discuss the possibility of a spinal cord stimulator revision instead. The hcp would be following the patient in this manner when he came in. The hcp would discuss his recommendation that they probably just remove the pump, since he had an adverse reaction. The hcp did not recommend he continue with the pump in any form, and the hcp would discuss with him a placement for a spinal cord stimulator, repeat the trial and then if that is successful, a permanent implant would follow. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable for non-malignant pain. It was reported the patient had been reading about potential adverse events related to the pump therapy and it seemed like he had been experiencing multiple adverse events. The patient reported experiencing episodes of nausea, urinary retention, daytime drowsiness, itching/rash, excessive sleepiness, sleep difficulty due to his whole body crawling and his feet burning and feeling ice cold, excessive sweating, flushing of the face (feels like a heat lamp on him and facial redness), anxiety, diarrhea, dry mouth particularly when sleeping, which causes saliva/phlegm to collect at the back of his throat, the patient's mind would not shut down/rest and he was having vivid hallucinations. The patient stated he had no energy at all and had no quality of life when he has one of these episodes. The patient had flu like symptoms, like every joint in his body aches, and he would sneeze 5 or 6 times. The patient also had taste and smell distortion. His sense of smell was magnified up to 50 times what it would normally be and reported that things tasted like industrial soap or kerosene. The patient has lost weight because of this and sometimes would not eat for 2 days. The patient stated they reported these symptoms to their pump physicians but felt they were basically being ignored and their physicians never acknowledged that the patient thought the pump could be the culprit. The patient also reported he had dosage changes and also used to have clonidine in the pump in addition to morphine, but no longer had clonidine for 6 or more months (relative to (B)(6) 2019). The concentration was changed so the patient could go in for refills every four months instead of monthly. The patient did not know the specific dose or concentration but stated they went from "4.9 to 5.4 or 5.5." The patient stated he had various medical tests to try and determine the cause of his symptoms. The patient stated that 27 vials of blood and "4 bottle cultures" were sent to mayo. The patient also had computerized axial tomography (cat) scans and full body scans, magnetic resonance imaging procedures (mris), and stated they have not found anything in his system that would reflect any cause for his symptoms. Everything was within range. There were no tumors, and his carotid artery was okay. It was reported the issue began in 2016, shortly after pump implant. The patient stated they would rather put up with chronic pain than the symptoms they were experiencing and they may consider pump removal. The patient also had a spinal cord stimulator (scs) from a different manufacturer. The patient stated they wanted to relocate the location of the pump because it was currently placed right near the buckle of the seatbelt. The patient had lost weight so he had a roll of skin that the pump was in and the pump was laying face down instead of upright. It was indicated the issue began gradually over the last two years. The patient stated during the refill they have to push it up straight to find where the port is and one the healthcare providers stuck him four or five times and still could not get it so the doctor had to come in and do the refill. A revision has not been scheduled, but the doctor planned on performing the procedure. The patient was directed to follow-up with their healthcare provider. Additional information was received from a manufacturing representative (rep) on 2019-oct-10. It was reported the patient was experiencing side effects, neurological issues, and their pump was flipped. It was reported the pump was refilled with saline on 2019-oct-10. A bridge bolus was performed, however, it was indicated there was no drug name or concentration change reflecting the saline in the pump. Technical services walked the rep through the steps to program the saline and correct bridge bolus. It was confirmed the bridge bolus was updated correctly. The bridge bolus was showing as 214 hours and 7 minutes. No further complications were reported or anticipated.